Manufacturer narrative:
Device lot number unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative took 2 spins to test the tracking issues. 1 with the cranial frame and passive planar probe and then a spin using the same instruments that were used the day of the tracking issues. Everything was good. The system then passed checkout successfully and functioning as intended. Device manufacturing date is dependent on lot number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the passive probe was tracking poorly. When they put the passive planar probe in, they had to remove one sphere in order to track the instrument well. There was no patient impact reported and no delay to surgery.